Event description:
It was reported that the patient experienced pain at the ipg site. As such, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates that patient also experienced ineffective therapy. As such, the entire system was explanted to address the issues.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.